Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to add an employee at the cabinet, as the keyboard was unresponsive with no keys working, prevented the user from log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no key was working in the keyboard, so the user was unable to login to the station and unable to add employee at the cabinet. A technical support specialist verified the cubex application was up and running, opened notepad to test keyboard input and confirmed no keys were responding, disabled universal serial bus (usb) power management in device manager where applicable and restarted the cabinet, restarted confirmed with the customer that keyboard functionality was restored and they were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.